Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a healthcare professional reported a case of cloudy vision, floaters, and flashes of light. In a follow up the consumer reported that she has had blurry vision and no contrast or definition in her vision. The consumer reported being hospitalized due to ocular migraines and panic attacks that were related to imbalance between her eyes. The lens remains implanted.

Manufacturer narrative:
(B)(4).